Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. Technical support advised the customer remotely. Technical support advised the customer to clear the loctite from the fasteners on the o2 retention plate to make direct contact to metal. The customer retested the unit and passed the test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is failing the electrical safety during the performance verification test. The unit was giving a high electrical safety reading at o2 inlet. The customer reported there was no patient involvement.